Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing with non-sustained ventricular tachycardia (nsvt) and had loss of capture. A possible fracture was noted. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.